Event description:
The pt reported that his infusion device adapter is leaking. He stated that his blood glucose values were greater than 600 mg/dl. The pt reported feeling sluggish and tired with the elevated blood glucose values. The pt reported that his wife smelled insulin around the adapter and determined that it was leaking inuslin on the outside of the infusion device. The pt admitted that he has reused the adapter at least 4 times. The pt acknowledged that he knew that this was not recommended. He stated that he administered an inuslin injection to reduce his blood glucose values into his normal range of 150 mg/dl. The pt reported that as soon as he changed his adapter, his blood glucose improved dramatically. No medical attention was required. No product will be returned.

Manufacturer narrative:
Product not returned for eval.